Event description:
The values shown by the navigation unit do not match the actual values measured. The extension gap was confirmed by inserting a spacer block 10 mm (actual measurement 19 mm), and the gap was measured in extension and flexion with the lantern. The extension gap value (center value 7mm) and flexion gap value (center value 18mm) were indicated. The operation was completed with conventional instruments.

Manufacturer narrative:
At this time the device is expected to be returned to orthalign for evaluation, but has not yet been received. Once received, the device will be evaluated by an orthalign engineer to attempt to confirm the complaint and determine a root cause. Upon completion of the investigation a follow up report will be filed detailing the conclusions. Orthalign will continue to monitor this type of event and at this time no further action is required.

Manufacturer narrative:
The lantern navigation unit was returned for investigation, along with the lantern reference sensor, balance tibial paddle, balance femoral paddle, and torque driver. The navigation logs were downloaded and the reported numbers of 7mm extension and 18mm flexion were confirmed. The returned parts were tested individually and as a system. They passed all testing, including accuracy testing. The complaint is not confirmed and there is no indication that the returned devices contributed to system inaccuracy. The root cause was also unable to be determined. A possible root cause is the user misinterpreted the summary angles displayed.